Manufacturer narrative:
(B)(4). (B)(4), unintended movement - issue associated with an undesired movement of device, which may be related to device malfunction, misdiagnosis, or mistreatment. (It is not known if the device broke prematurely due to component issue, external force beyond the threshold expected of the device, or cut through tissue. The only information known is that the patient, experienced dehiscence after physical activity, and involving tissue that the device was used to close.) Unfortunately the when requested to provide the lot number of the device the account replied with the information being unknown. Additional patient information: bmi: (B)(6), ethnicity: caucasian, comorbidity: smoker.

Event description:
According to the reporter; after the device was used for a vaginal cuff closure on (B)(6) 2016, the patient experienced a dehiscence during sexual intercourse and was re-operated on for repair on (B)(6) 2016. The suture was removed as part of the operation but it could not be recalled if the suture had broke or not. It is also reported that an x-ray was not required and there was no tissue damage.